Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that stent damage occurred. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was a 90% stenosed, mildly tortuous, and non- calcified vessel. Strut damage occurred during advancing the device to the lesion. When trying to pass this device through the previously placed stent, the device came into contact with the placed stent and the stent strut got lifted. The device did not reach the lesion.

Manufacturer narrative:
B5. Describe event or problem- updated. Device evaluated by MFR.: synergy xd mr ous 2.25 x 28mmstent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent damage with a stent strut lifted was identified. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and microscopic and tactile examination of the hypotube shaft found no kinks or damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was a 90% stenosed, mildly tortuous, and non- calcified. Strut damage occurred during advancing the device to the lesion. When trying to pass this device through the previously placed stent, the device came into contact with the placed stent and the stent strut got lifted. The device did not reach the lesion.

Event description:
It was reported that stent damage occurred. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported.